Manufacturer narrative:
Continuation of d10: product ID a520 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and reiterated that their "medtronic device has not been stimulating right" and they didn't know why. Patient stated they were concerned their handset had been hacked and reported that yesterday they saw a pokemon game on their handset and multiple devices were connected to the handset and they didn't know from where and that now today their device was stolen. Patient stated the issue with all the devices being connected to the handset began "probably like 4 months ago." Patient stated they were worried someone was doing something to their stimulation now and patient services reviewed the function of the external device with the patient. They noted they would document their concerns but assured the patient that no one could remote in to their ins to change the stimulation. The patient asked, then, why did they feel their stimulation was being "messed with?" Patient services redirected the patient to follow up with their health care provider (hcp) about their concerns and offered to warmly transfer the patient to sunmed to get a replacement handset, and the patient stated, "let's hold off on that for now. The patient stated they had an appointment about their device concerns with their managing health care provider (hcp) on (B)(6) 2024. If the patient calls back, they may need to be warmly transferred to sunmed or, if they find the handset, over to healthcare it to address their concerns about being connected to other devices.

Event description:
Additional information was received from the patient. Patient called back and reiterated that their "medtronic device has not been stimulating right" and they didn't know why. Patient stated they were concerned their handset had been hacked and reported that yesterday they saw a pokemon game on their handset and multiple devices were connected to the handset and they didn't know from where and that now today their device was stolen. Patient stated the issue with all the devices being connected to the handset began "probably like 4 months ago." Patient stated they were worried someone was doing something to their stimulation now and patient services reviewed the function of the external device with the patient. They noted they would document their concerns but assured the patient that no one could remote in to their ins to change the stimulation. The patient asked, then, why did they feel their stimulation was being "messed with?" Patient services redirected the patient to follow up with their health care provider (hcp) about their concerns and offered to warmly transfer the patient to sunmed to get a replacement handset, and the patient stated, "let's hold off on that for now. The patient stated they had an appointment about their device concerns with their managing health care provider (hcp) on (B)(6) 2024. If the patient calls back, they may need to be warmly transferred to sunmed or, if they find the handset, over to healthcare it to address their concerns about being connected to other devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that  they have started to have trouble with their stimulation traveling around to other parts of their body where it shouldn't be stimulating. The patient reports that sometimes they feel stimulation in their left leg and buttock area, and sometimes it's affecting the pelvic bone, and other times they can feel it below their knees. The patient states that sometimes their stimulation is occurring on the wrong side. The patient states they feel like their stimulation is not where it needs to be, so a lot of times they are not getting stimulation to urinate or to have a bowel movement. The agent reviewed that different programs can feel different, and the and the patient stated that they have been on the same program for a while. The patient reported that they took a fall three months ago, where they experienced vertigo and became dizzy and nauseated. The patient does not know if the device is impacted. The patient also reports that they have a kidney disease called hydronephrosis; they have had hernia repairs for their ureters, one of which has been re-implanted twice; reflux; and up to 250 cm of bladder retention (unelated). The patient was redirected to their healthcare provider to further address the issue. The agent also suggested that the patient could consider turning their therapy down/off if they are uncomfortable.